Event description:
It was reported that the tandem-provided usb charging cable became frayed and broken. There was no adverse impact to customer's blood glucose level. A replacement cable was sent to the customer to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.